Manufacturer narrative:
The device was checked by a dräger service engineer performing an initial review from the log file. As a precautionary measure, he replaced the memory (cf) card on the circuit board that controls the therapy functions. Afterwards, the device passed all consecutive test and has been returned to use. The logfile analysis carried out by the manufacturer revealed that a communication interrupt between the two processors onboard the therapy control unit have occurred during use. The device is designed to trigger a system reboot when such condition occurs. In case of such a reset, therapy will be interrupted for approximately 15 seconds. Afterwards, therapy will be continued with the last valid settings. Also in the particular case, the device behaved as specified after the reset and ventilation was continued without further problems for approx. One and a half more hours until the case was completed by switching the device into standby mode. The log did not contain further instances of this failure. Dräger finally concludes that the device responded as designed upon a deviation of unknown origin; a reboot was initiated to set all sw processes back to a controlled state, the user was alerted to the reboot by means of a corresponding alarm and, therapy was continued afterwards with the latest valid settings. The part that could be put in causal connection to the event has been replaced as a precautionary measure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the perseus touchscreen blinked, then went out and then turned white. There was no patient injury reported.